Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip tip at the base of grip. A piece approximately 0.545" x 0.166" was found to be broken off. The broken piece was not returned.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a piece of the jaw broken off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have a broken grip tip at the base of grip. A piece approximately 0.545" x 0.166" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.